Event description:
Reporter believes she received the er1 message but may not have put enough blood on teststrip. Reporter states her blood glucose normally runs high but never above 260-300 mg/dl. Reporter also stated she was not getting the er1 message when her blood glucose was that high. Co reviewed technique and product use and all was within range. Reporter stated she would continue to use control solution test and color chart for comparison.